Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that air bubbles were observed within the infusion set tubing. There was no adverse impact to customer¿s blood glucose level. Reportedly, the customer changed supplies to address the issue.